Manufacturer narrative:
(B)(4).

Event description:
It was reported that fluoroscopy revealed that the right ventricular lead exhibited an insulation anomaly. Because the patient was asymptomatic, it was determined that no intervention was necessary. The patient would continue to be monitored.